Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy. Channel a failed the accuracy test with a flow value -6.49% below the desired amount.

Event description:
The facility returned the device for service to baxter affiliate. During service testing, baxter service tech reported that the device underdelivered. No pt incident or pt injury has been reported with this device.